Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was tested during a routine device changeout procedure, and the physician was satisfied with the functionality. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in both rv coil and superior vena cava (svc) coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.